Event description:
It was reported that telemetry was lost between the programmer and the cardiac resynchronization therapy defibrillator (crt-d) less than an hour after initial interrogation. The reason for loss of telemetry could not be determined. No telemetry issues were experienced at the post-operative interrogation. The crt-d remains in use and the programmer is not being returned at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.